Manufacturer narrative:
H3 product analysis: ¿ as found condition: the pushwire and phenom 27 catheter were returned inside a bio-hazard bag and a shipping box. The pipeline flex shield braid was not returned. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damage was found. The catheter body was found to be flattened at 1.5cm to 6.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed, as the pushwire and phenom 27 catheter were found to be damaged. The observed damage to the catheter (flattening) and hypotube (stretching) indicates that a high force was likely applied. This damage may have occurred when the customer attempted to retrieve the pipeline flex shield through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and a lack of continuous flush with heparinized saline during delivery. However, the customer indicated that the vessel tortuosity was minimal, which rules it out as a potential cause. In this event, a lack of continuous flush with heparinized saline may have contributed to resistance during retrieval. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the catheter was continuously flushed with heparinized saline. There was not any issue with delivery/positioning, there was a post deployment issue after the pipeline was implanted and unable to re-sheath the distal protective sleeves. The patient did well and there was no short or long term clinical issues.

Event description:
Medtronic received a report that the pipeline's sleeves did not recapture, the physician had to retract the sleeves without them being fully encapsulated in the microcatheter. The patient was undergoing surgery for treatment of a paraophthalmic aneurysm in the right internal carotid artery. The landing zone was the middle cerebral artery distally, with a 2 mm diameter and the internal carotid artery proximally, with a 4 mm diameter. It was noted the patient's vessel tortuosity was minimal. It was reported that the pipeline was successfully deployed and was well apposed. No patient symptoms or complications were associated with this event. Ancillary devices include a guide catheter: navien 5f, stryker infiniti, and a microcatheter: phenom 27, 231572696.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis, as found condition: the pushwire and phenom 27 catheter were returned inside a bio-hazard bag and a shipping box. The pipeline flex shield braid was not returned. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damage was found. The catheter body was found to be flattened at 1.5cm to 6.0cm from the distal tip. No other anomalies were observed. Testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed, as the pushwire and phenom 27 catheter were found to be damaged. The observed damage to the catheter (flattening) and hypotube (stretching) indicates that a high force was likely applied. This damage may have occurred when the customer attempted to retrieve the pipeline flex shield through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and a lack of continuous flush with heparinized saline during delivery. However, the customer indicated that the vessel tortuosity was minimal, which rules it out as a potential cause. In this event, a lack of continuous flush with heparinized saline may have contributed to resistance during retrieval. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.